Event description:
A malfunction with the code "malf 0" was reported. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and assisted them in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue happened again.